Event description:
It was reported that during a laparoscopic colectomy procedure, the device performed normally. After 1.5 hour, it was discovered that the tissue pad melted and some of it detached from the jaw. Error code appeared on the capital. Another device was used to complete the procedure. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.